Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised end user stated when driving and hit a bump both brake levers disengage and cause chair to stop suddenly.